Event description:
The user facility reported that during a therapeutic ercp (endoscopic retrograde cholangiopancreatography), while a non-olympus disposable autotome was extended inside the patient, the forceps elevator broke and could no longer be manipulated. The user facility reportedly, did not have a spare endoscope available, and elected to abort and reschedule the procedure. The patient was reported to be fine with no patient injury.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the user's report of the broken forceps elevator due to a broken elevator wire stopper. Additionally, the distal end cover was found cracked, the bending section cover was noted to be leaking due to a hole or cut, and the insertion tube was observed to be discolored and peeling, due to chemical damage. The cause of the user's experience was attributed to stress and extensive usage. This report is being submitted as a medical device report in an abundance of caution.